Event description:
It was reported there is physical damage to the front case assembly which compromises the device ip. The device was not in use on a patient at the time of event, there was no patient involvement.